Event description:
Co's home patient in canada reports leak in tubing near connection to cassette of homechoice set in prime of apd treatment. Home patient was not yet connected and discontinued treatment with set and set up all new supplies. Per home patient, no injury or medical intervention resulted from incident.